Event description:
Patient was inquiring, why a lead that had been capped was left in. Per medical records, sjm lead m/s 1488tc/unknown was capped on (B)(6) 2007. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).